Event description:
It was reported that the pt experienced a shocking/jolting sensation in the neck area. It was determined that the pt's symptoms were unrelated to the stimulation system. Investigation revealed that the pt's lead was fractured. The clinical usefulness of the system was still intact. The pt also experienced tenderness and stiffness over multiple join sites and the cervical and thoracic spine. The pt reported she would continue to work with her neurosurgeon. Patient treatment and outcome were not reported. Additional info has been requested from the healthcare provider, but was not available as of the date of this report.

Manufacturer narrative:
.